Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report.(B)(4).the carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr replaced the motor driver assembly, power supply assembly, and ran the user verification test. The fsr reported the unit meets factory specifications.

Event description:
The customer reported the unit displays a motor fault alarm. The carefusion field service representative performed troubleshooting, but the issue was not resolved. At this time, it is unknown whether or not there was any patient involvement associated with the event.